Event description:
It was reported that a pt underwent a thermal endometrial ablation in 2009. During the procedure, the pressure fell at the beginning of use when the balloon was inside the pt. The catheter was retrieved but no leakage was detected. The balloon was then reintroduced and the same problem occurred and liquid was "going out of the patient". When the catheter was removed, there was leakage of the balloon. There was no other like device to complete the procedure so the procedure was stopped with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/19/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.